Event description:
It was reported when using the bd syringe 60ml e/t, the device experienced a broken barrel. The following information was provided by the initial reporter. The customer stated: broken barrel.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval? Yes. D10: returned to manufacturer on: 2022-mar-07 h6: investigation summary one photo and one physical sample was provided to our quality team for investigation. Through visual inspection, the tip of the syringe is observed to be incorrectly molded, the tip noted to be damaged causing it to be obstructed. A device history review was performed for the reported lot 2105010, finding one annotation related to the reported event. During the molding process, an issue was identified with the pin that is used to help shape the syringe tip resulting in the pin being removed. Issues with this pin not operating properly can therefore lead to the syringe being molded with defects within the tip as observed in the sample and photo that was provided. Final products in this manufacturing line, for this reference are sampled and they are subjected to visual and functional inspections during the different manufacturing sub-processes according to procedures. Based on our investigation, it was determined this incident was likely related to the pin that malfunctioned during the molding process.

Event description:
It was reported when using the bd syringe 60ml e/t, the device experienced a broken barrel. The following information was provided by the initial reporter. The customer stated: broken barrel.